Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the pump was removed because the patient's body was not accepting it very well. It was noted that the catheter remained in the patient and the caller had questions regarding performing a magnetic resonance imaging (MRI). No further complications have been reported as a result of this event.